Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump felt warm to the touch while the pump battery was charging. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.